Manufacturer narrative:
Unit is being returned to the company repair ctr for further eval.

Event description:
Customer reported an issue with the dpm6/7 monitor, which may have affected co2 monitoring. No pt injury was reported.